Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 08/05/2019. The customer reported that downloader recharger (drc) sn (B)(4) and a rechargeable battery were hot to touch during charging. It was determined that the drc s/n (B)(4) becoming hot to touch was due to the failure of components d14 and q1 on the main board of the drc and could have potentially caused the rechargeable power pack in the analyzer to become hot when the analyzer was placed on the affected drc during charging at the customer site. A deficiency has been identified. A rocketware search spanning six months revealed no related incident and no evidence of a trend. No corrective or preventive action is required at this time.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer reporting that downloader sn (B)(4) became hot to the touch. Customer also reports I-stat rechargeable battery that was charging was also hot to touch and expanded, there were no reports of injuries. The drc and rechargeable battery pack were replaced at no charge and returning for investigation. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.